Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of event description: mmi independent radiology observed 1mm glenoid radiolucency. Site later confirmed finding. Review of incoming information: x-rays were available for investigation. 3 x-rays were dated (B)(6) 2014, 3 x-rays are dated (B)(6) 2015 and 3 x-rays were undated. On all x-rays the correct positioning of the anatomical shoulder glenoid and of the sidus head can be observed. The implant size and positioning are anatomically correct. On 3 x-rays dated (B)(6) 2015, at 12 months follow-up, a little radiolucency area is partially visible around the cemented pegs of the glenoid component (between bone cement and bone). Review of surgical notes: the surgical report dated (B)(6) 2014 was returned for evaluation. The surgical notes describe the use of the correct procedure. Polymethacrylate bone cement was used. The notes of the follow-up visits dated (B)(6) 2014 and (B)(6) 2014 were also returned. The visits reported good outcome and no complications. Possible causes for the reported event according to dfmea : loosening or aseptic loosening due to wrong geometry of peg, wrong positioning, insufficient bone or due to wrong radii combination, normal use, overload, wrong positioning. Not possible as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Adverse body reaction due to material not biocompatible or due to bioincompatible due to harmful leachables from implant material. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible as the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Surgery failure due to insufficient, unavailable or over complicated surgical technique or due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible as surgical technique contains all information. Additionally, the x-rays showed the correct anatomical positioning and the correct choice of the size of the implants. Damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. Not possible as the x-rays showed the correct anatomical positioning and he correct choice of the size of the implants. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2016 and was added to the report. Operative report, (B)(6), study documents and x-rays were received. The received documents will be reviewed. Should further information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of event description: mmi independent radiology observed 1mm glenoid radiolucency. Site later confirmed finding. Review of incoming information: x-rays were available for investigation. Three x-rays were dated (B)(6) 2014, 3 x-rays are dated (B)(6) 2015 and 3 x-rays were undated. On all x-rays the correct positioning of the anatomical shoulder glenoid and of the sidus head can be observed. The implant size and positioning are anatomically correct. On 3 x-rays dated (B)(6) 2015, at 12 months follow-up, a little radiolucency area is partially visible around the cemented pegs of the glenoid component (between bone cement and bone). Review of surgical notes: the surgical report dated (B)(6) 2014 was returned for evaluation. The surgical notes describe the use of the correct procedure. Polymethacrylate bone cement was used. The notes of the follow-up visits dated (B)(6) 2014 and (B)(6) 2014 were also returned. The visits reported good outcome and no complications. Possible causes for the reported event according to dfmea : loosening or aseptic loosening due to wrong geometry of peg, wrong positioning, insufficient bone or due to wrong radii combination, normal use, overload, wrong positioning. Not possible as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Adverse body reaction due to material not biocompatible or due to bioincompatible due to harmful leachables from implant material. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible as the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Surgery failure due to insufficient, unavailable or over complicated surgical technique or due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible as surgical technique contains all information. Additionally, the x-rays showed the correct anatomical positioning and the correct choice of the size of the implants. Damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. Not possible as the x-rays showed the correct anatomical positioning and he correct choice of the size of the implants. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. The need for corrective measures is not indicated. (B)(4).

Event description:
It has now been reported, that the patient was implanted an anatomical shoulder, glenoid, pegged, cemented, s on (B)(6) 2014 on the right side. On (B)(6) 2016 mmi independent radiology observed a progressive glenoid radiolucency to grade 2 at the 2nd year follow-up.

Manufacturer narrative:
This case has been reopened as new medical records (operative and follow up reports) have been received. The investigation results have been updated. The latest version is shown below. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Review of event description (event details, per): on (B)(6) 2016, mmi independent radiology observed a progressive glenoid radiolucency to grade 2 at the 2nd year follow-up. Patient is (B)(6) years, female, height 193cm and weight is (B)(6) kg and a professional cello player. Review of received data: several x-rays were received and review by a healthcare professional. Six weeks post-operative - right shoulder ap inner / outer rotation and axillary: correct glenoid size, no loosening marks, implant intact. Alpha angle 10 °. Humerus head position slightly cranialized, cement in zone 5 glenoidal. (B)(6) 2014 - 6 months post-operative: right shoulder ap inner / outer rotation and axillary: compared to the previous x-rays an increased cranialization of the humerus head with narrow seam formation (radiolucency) glenoidal caudal at the implant-bone interface visible, about 1/3 of the joint surface, according to mole et al. Grade 1-2 in zone 5/6, corresponding to a rocking-horse phenomenon according to (B)(4). (B)(6) 2015 - 12 months post-operative: right shoulder ap inner / outer rotation and axillary: compared to the previous x-rays the seam formation (radiolucency) glenoidal in zone 5/6 is unchanged. (B)(6) 2016 - 24 months post-operative: right shoulder ap inner / outer rotation and axillary: compared to the previous x-rays the seam formation (radiolucency) glenoidal in zone 5/6 is unchanged, the humerus head is more eccentrically positioned. The implantation report and some study documents were received. The implantation report dated (B)(6) 2014 and the study documents do not show any abnormality. The implantation report describes that the patient was implanted with a shoulder prosthesis sidus right on (B)(6) 2014 due to osteoarthritis. Polymethacrylate bone cement was used. In the documents it was mentioned that at 2 years follow up, seam formation (radiolucency) was detected grade 2. Devices analysis. No product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer. Root cause analysis: root cause determination using dfmea: - aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning => not possible: no signs for wrong positioning. - bone fracture, loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone => not possible: no signs for wrong positioning. - loosening due to wrong geometry of peg, wrong positioning, insufficient bone => not possible: no signs for wrong positioning. - loosening due to wrong geometry of keel, wrong positioning, insufficient bone => not possible: no signs for wrong positioning. - bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp => not possible: no signs for wrong positioning. - loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp => not possible: no signs for wrong positioning. - loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction => not possible: no signs for corrosion. - surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique. => possible: it is possible that a surgical step was not according to surgical technique. - surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. => possible: it is possible that a surgical step was not according to surgical technique. Conclusion summary the x-rays 6 months post-operative until 2 years post-operative show a visible seam formation (radiolucency) glenoidal caudal grade 1-2 according to mole in zone 5/6. This is a rocking horse phenomenon according to matsen correspondingly with eccentric load. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a a.s. Glenoid s cemented on the right side on (B)(6) 2014. The patient is being monitored due to radiolucency.